Event description:
It was reported to philips that a patient experienced hair loss after surgery. Due to the lack of information, we are conservatively reporting this event. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips investigated the reported complaint. Based on the information collected, three patients experienced hair loss with a location and shape matching the radiation exposure fields. All three procedures were performed on the same system by the same physician. This report concerns the second patient. The patient underwent a carotid artery stenosis procedure with approximately 2 hours and 59 minutes of radiation exposure. A photograph of the hair loss area for the patient was not provided. Some hair regrowth was noted; however, it remains unknown whether the patient received any medical intervention or treatment for the reported hair loss. A philips field service engineer (fse) performed an onsite assessment and did not identify any system malfunction. The system passed all functional testing. As a precautionary measure only, the fse recalibrated the tube, detector, ak/dap, and level one image quality (iq) test parameters. The reported hair loss is a known potential side effect of interventional procedures requiring prolonged fluoroscopy. A philips clinical application expert reinforced best practices for minimizing patient radiation exposure. The codes were updated based on the investigation outcome.